Event description:
It was reported post implant an adjustable gastric band, there is a leakage. The band remains implanted. A surgery date has not been scheduled to remove and replace or convert to a gastric bypass. There is no adverse impact to the patient.

Manufacturer narrative:
(B)(4). Device remains implanted.